Event description:
A customer contacted beckman coulter inc. (Bci) in regards to multiple erroneous low total protein (tpm) patient results, which were generated by unicel dxc 800 pro chemistry analyzer. The erroneous results were reported out of the laboratory. The samples were rerun on the same instrument and higher values were obtained. The original tpm run results (range) are provided in (B)(6). Patient treatment was not impacted by the erroneous low tpm results.

Manufacturer narrative:
Prior to the event tp cartridge was calibrated and qc results were within the lab established range. The clogged wash solution restrictor was cleaned. The customer reloaded fresh reagent and re-run the test. A clear root cause was identified as the clogged wash solution restrictor.